Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany

Event description:
Unomedical reference number (B)(4). Event occurred in germany on 10-may-2024, it was reported by the patient that infusion set was leaking at the quick release. No further information was available